Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-may-2018 through aware date 17-jun-2019. There were no other similar event reported during the searched period. A 13-month complaint history review and service history review for similar complaints was performed for bio-rad qc lot # 23691 from 17-may-2018 through aware date 17-jun-2019. There were three (3) similar events reported during the searched period, which includes this event. A 13-month complaint history review and service history review for similar complaints was performed for st aia-pack ctni 2nd-gen test cup lot #ix19364 from 17-may-2018 through aware date 17-jun-2019. There were no other similar events reported during the searched period. The cardiac troponin I st aia-pack ctnl 2nd gen analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to biological contamination on the aia-360 instrument and debris on the substrate nozzle.

Event description:
A customer reported getting out of range bio-rad quality control (qc) results on cardiac troponin I (ctnl 2) with the aia-360 instrument. The customer reported that level 1 of qc was reporting out of range on initial run and upon repeat it was within acceptable range. The customer was using bio-rad qc lot #23691 and st aia-pack ctni 2nd-gen test cup lot #ix19364. The customer proceeded to run level ii of qc and then level 1 of qc, but the error persisted. The technical support specialist (tss) sent the customer a new lot of tosoh mac qc and calibrators for further troubleshooting. At a later date the customer reported that after performing decontamination of the aia-360 instrument and cleaning the substrate nozzle the issue was resolved. No further action was required by tosoh. The reported event resulted in delayed reporting of cardiac troponin I (ctnl 2) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.